Event description:
Information received from the field does not address the patient's clinical status but notes that on 8/27/04, a chest x-ray revealed a possible lead position issue. When the pocket was opened, the insulation was found to be damaged beneath the suture sleeve. Capture, sensing and lead impedance were appropriate. The pocket was closed and the generator was programmed to vvi at that time. On 9/3/04, the pacemaker system was electively replaced.